Event description:
Customer reported patient death on device due to wrong pressure and wrong mixture of gasses. It was reported that there was patient involvement where patient has died.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.